Manufacturer narrative:
(B)(4). Concomitant products: guide wire: fielder fc; guide catheter: heartrail ii jrs4; stent: 3.0x38mm xience xpedition; other: guideliner. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The device was returned for analysis. The shaft separation was confirmed. The difficulty removing the device from the guiding catheter could not be tested due to the condition of the returned device. Based on visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an 80% stenosed, heavily calcified lesion in the mildly tortuous right coronary artery (rca). A non-abbott guiding catheter, a non-abbott guideliner, and a non-abbott guide wire were placed. Rotablation was performed, followed by pre-dilatation with a 2.5x15mm trek balloon dilatation catheter (bdc) and a 2.75x12mm nc trek bdc. A 3.0x38mm xience xpedition stent implant was successfully deployed. The 3.25x33mm xience xpedition stent implant was successfully deployed; however, during removal of the stent delivery system (sds) along with the guideliner, resistance was met with the guiding catheter. Force was applied and the sds distal shaft separated. All devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new guiding catheter was placed and intravascular ultrasound (ivus) was performed to successfully complete the procedure. There was no additional information provided.